Event description:
It was reported that the charge nurse stated they believe patient on the arctic sun device sn #: (B)(6) was brain dead, but they have not completed testing to confirm. Nurse calling because patient temperature (pt) was not getting to targeted temperature (tt). Patient temperature (pt) has instead been dropping, and water temperature (wt) was not very warm as they would expect to see. Rewarming in normothermia. Patient temperature (pt) was 34.2c, targeted temperature (tt) was 37c, water temperature (wt) was 28.2c, water flow rate (wfr) was 2.8 l/m. Patient had been rewarming for the last 4 hours, but temperature has dropped from 35.1c. Rewarm rate set to 0.5c/hr. System diagnostics: outlet monitor temperature (t1) was 28.8c, outlet control temperature (t2) was 29.1c, inlet temperature (t3) was 28.1c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 61%, mixing pump command (mpc) was 0, heater command (hc) was 16%, water reservoir level (wrl) was 4, system hours 321.8, pump hours 211.5. Spoke with charge and they have the same scenario with another patient rewarming in normothermia. Heater 19% patient temperature (pt) started at 36.5c and had dropped to 36.1c with targeted temperature (tt) 37.5c. Nurse notes water temperature (wt) had not been warm with this device either. Discussed swapping over therapy to hypothermia. Setting cool patient temperature (pt) to current patient temperature (pt) and then rewarm set up at 0.5c/hr to targeted temperature (tt) 37.5c and pressing start on rewarming. Provided direct number and advised to call if there were any issues or devices do not begin warming the patients. Sn (B)(6). Per follow up information received via phone on 09dec2025, spoke with charge nurse who stated therapy completed after switching therapy modes on the device they called for. The second device they were having trouble with could not be troubleshot and was removed from service. They believe sn (B)(6) was still in service but cannot confirm. No further information available.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Discussed swapping over therapy to hypothermia. Setting cool patient temperature (pt) to current patient temperature (pt) and then rewarm set up at 0.5c/hr to targeted temperature (tt) 37.5c and pressing start on rewarming. Provided direct number and advised to call if there were any issues or devices do not begin warming the patients. Sn (B)(6). Per follow up information received via phone on 09dec2025, spoke with charge nurse who stated therapy completed after switching therapy modes on the device they called for. The second device they were having trouble with could not be troubleshot and was removed from service. They believe sn (B)(6) was still in service but cannot confirm. No further information available. The serial number for this investigation is unknown. The latest labeling revision will be reviewed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. No additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the charge nurse stated they believe patient on the arctic sun device sn # (B)(6) was brain dead, but they have not completed testing to confirm. Nurse calling because patient temperature (pt) was not getting to targeted temperature (tt). Patient temperature (pt) has instead been dropping, and water temperature (wt) was not very warm as they would expect to see. Rewarming in normothermia. Patient temperature (pt) was 34.2c, targeted temperature (tt) was 37c, water temperature (wt) was 28.2c, water flow rate (wfr) was 2.8 l/m. Patient had been rewarming for the last 4 hours, but temperature has dropped from 35.1c. Rewarm rate set to 0.5c/hr. System diagnostics: outlet monitor temperature (t1) was 28.8c, outlet control temperature (t2) was 29.1c, inlet temperature (t3) was 28.1c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 61%, mixing pump command (mpc) was 0, heater command (hc) was 16%, water reservoir level (wrl) was 4, system hours 321.8, pump hours 211.5. Spoke with charge and they have the same scenario with another patient rewarming in normothermia. Heater 19% patient temperature (pt) started at 36.5c and had dropped to 36.1c with targeted temperature (tt) 37.5c. Nurse notes water temperature (wt) had not been warm with this device either. Discussed swapping over therapy to hypothermia. Setting cool patient temperature (pt) to current patient temperature (pt) and then rewarm set up at 0.5c/hr to targeted temperature (tt) 37.5c and pressing start on rewarming. Provided direct number and advised to call if there were any issues or devices do not begin warming the patients. Sn (B)(6). Per follow up information received via phone on (B)(6) 2025, spoke with charge nurse who stated therapy completed after switching therapy modes on the device they called for. The second device they were having trouble with could not be troubleshot and was removed from service. They believe sn (B)(6) was still in service but cannot confirm. No further information available.